Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the feeding is leaking at the port that connects to the tube's feed port.

Manufacturer narrative:
Additional information: d 4: added unique identifier. Evaluation summary: the device history record review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Samples were received for evaluation. All samples were received in the original package. Visual and functional evaluation was performed, and leaking was noticed at the connection between the cross spike and the tubing line. The reported failure mode will be treated as confirmed related to manufacturing/production process. The root cause and action plan will be documented through a corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.